Event description:
It was reported a patient underwent an orthopedic salvage procedure on an unknown date. Subsequently, the patient a revision procedure was performed on an unknown date due to fracture at the taper of the stem. The fracture occurred when the patient was squatting 400 pounds. The stem was removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown; expiration date - unknown; date implanted - unknown; date explanted - unknown; PMA/510(k) number; manufacture date ¿ unknown.